Event description:
A customer in (B)(6) notified biomerieux of a misidentification associated with vitek ms ((B)(4)). The customer reported the vitek ms identified an organism as paenibacillus durus erroneously for an atcc qc sample. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification associated with vitek® ms (ref 410895). An internal biomérieux investigation was performed. Mis-identification with vitek® ms: - customer's observation on sample: environmental colony at microscope observation was clearly gram (-). The colonies were very little and yellow, the growth on plate was at 35°c for 24 h. - vitek® ms: paenibacillus durus, with confidence level from 99,9% to 84% and some unidentified. All of the identifications came from one single strain in a single plate (pure plate). - vitek® 2 compact: sphingomonas paucimobilis (that matched with characteristics of the colonies). Vitek® ms testing information: - bacteria with spot in double - vitek® ms-ds target slides: 111111658m exp 2016 07 15 - vitek® ms chca matrix 100462128 exp 2017 02 01 - knowledge base (kb) is industry 2.0. Culture media: fresh and sub cultured on cos agar (culture media compatible with vitek® ms use). Investigation summary: based on the system ecal mzml files (calibration spectra), the system fine tuning was within the expected values (the system does not need a fine tuning). The customer's sample mzml files (sample spectra) were reprocessed with kb cli v3.0 and ind v3.1 (available on the field since june 2016 for kb 3.0 and september 2016 for kb 3.1). Results are mostly "noid", but some spectra are still identified as paenibacillus durus or sphingomonas melonis as obtained by the customer. These mzml files were analyzed by biomérieux r&d biomaths and they observed the profile of a polymer when visualizing the customer's spectra. As there are polymers in the sample, the identification with mass spectrometry is difficult. Paenibacillus durus is a species known to provide spectra with the presence of polymers. The customer's spectra identification may be linked to the presence of polymer peaks and not the bacteria ones. Two (2) strains were returned for investigation, they were tested internally by quality control. The gram negative result obtained by the customer is not consistent with results obtained by quality control on the two (2) strains received: both are gram positive. As sphingomonas paucimobilis is a gram negative, the quality control tests confirmed that the two (2) strains are not sphingomonas paucimobilis. This identification was obtained by the customer on vitek® 2; however, as the customer did the testing on an incorrect gram, the incorrect vitek® 2 card (gn card) may have been used. -vitek® ms v2 results are noid or brevibacterium linens or propionibacterium acnes = customer final identification result (sphingomonas paucimobilis) was not confirmed. -vitek® ms v3 results are noid or propionibacterium acnes = customer final identification result (sphingomonas paucimobilis) was not confirmed. Brevibacterium linens or propionibacterium acnes are bacilli whereas the two (2) strains received were clearly coccus. The vitek® ms customer's result (paenibacillus durus) was not reproduced by quality control. Quality control's sample mzml files (sample spectra) were analyzed by r&d biomaths and no polymer was observed in the spectra. This could probably explain the different identification obtained internally. R&d performed additional tests (sequencing and vitek® 2). 16s sequencing is in favor of citricoccus spp. This genus is not in the knowledge base of biomerieux products. Identification with the vitek® 2 gn card was performed to see if the customer result (sphingomonas paucimobilis) was reproducible. A low discrimination was obtained but never s.paucimobilis. There is suspicion that the customer did not send the correct strain. Suspected root causes: regarding the investigation performed internally with the customer strain, the most suspected cause is: test of a species not included in the vitek® ms current knowledge base v2 (citricoccus spp). Vitek® ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give noid or as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification (often the same genus level, but also wrong identification at genus level). This is a system limitation. However, several differences were observed between customer's results and internal results: -spectra pattern (polymer presence) -identifications results with both vitek® ms and vitek® 2 -gram straining in the complaint, it is reported that at one point there were two (2) different isolates present on the plate, possibly contamination. Therefore, it is possible that an incorrect strain was submitted. This could explain the differences observed between customer's results and internal results. According to the industry workflow user manual page 2-5, "the microorganisms to be identified must first be isolated on a suitable culture medium".